Event description:
The following additional info received from distributor: "the product is et, 7.0 ID and 9.7 od oral/nasal, unomedical brand. No product code and lot number. The event is inflation lumen is expanded unusually, and block the airway, very dangerous. (B)(4) received the et, compared to our stored samples, we think this event sample may be false. Please our qa in plant to analysis and give us a reply."

Manufacturer narrative:
Based on available info, our medical determination is that this is a serious malfunction. An endotracheal tube (ett) whose inflation lumen becomes 'expanded unusually such that it blocks the airway' is likely to lead to or contribute to a serious injury/illness to a pt should the malfunction recur. A blocked ett would not permit the adequate ventilation of a pt and this may cause serious health consequences for the pt, if the problem is not speedily corrected. Based on the investigation, the following observations were made; no obstruction was evident below (B)(4) cm h2o during investigation. During the investigation, the obstruction could only seen when the pressure reach (B)(4) h2o. And the obstruction was contained to a specific area within the pilot assembly. The instruction for use (IFU) clearly stated that the fixed amount of air is not recommended to be used for inflating the cuff as this will build up excessive intra cuff pressure leading to adverse condition to pt and product. In the case referred, this excessive pressure build up could have affected the product's design performance adversely. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date we became aware.